Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving an a1c of 6.6% at the docto'r office during a routine visit, and that his dario was much higher.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for more than 30 days and was therefore expired. In addition, the user's strips passed their expiration date. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening" and dario's user guide also states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. At a later date, the user contacted dario and reported that he recently upgraded his smd (smart mobile device), and that he no longer has his old one. Since the user's new smd is not compatible with the dario bg device, troubleshooting could not be completed. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.